Event description:
A hill-rom technician stated that an integrated circuit between p1 and p2 connectors has melted down into the motor control board. He also stated that there were not reported injuries. The hill-rom technician said that he replaced the motor control board and the bed is working fine.